Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number #13389745 is a concomitant and this file has captured the correct suspect device with serial number #13389593 as per investigation report. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available correction: medical device serial #, unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported there was a free or unrestricted flow of flolan. On 20jun2024 at 0108 the clinician was replacing the syringe of flolan and noticed the medication had not been pumped through the nebulizer but was free flowing and onto the floor. This was a basic routine order of flolan with a total volume of 50ml to be infused at a rate of 8ml/hr. The customer states "50ml did not go through the nebulizer and was wasted". There was patient involvement, but no harm.

Event description:
It was reported there was a free or unrestricted flow of flolan. On (B)(6) 2024 at 0108 the clinician was replacing the syringe of flolan and noticed the medication had not been pumped through the nebulizer but was free flowing and onto the floor. This was a basic routine order of flolan with a total volume of 50ml to be infused at a rate of 8ml/hr. The customer states "50ml did not go through the nebulizer and was wasted". There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a free or unrestricted flow of flolan. On (B)(6) 2024 at 0108 the clinician was replacing the syringe of flolan and noticed the medication had not been pumped through the nebulizer but was free flowing and onto the floor. This was a basic routine order of flolan with a total volume of 50ml to be infused at a rate of 8ml/hr. The customer states "50ml did not go through the nebulizer and was wasted". There was patient involvement, but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative investigation summary: the reported free/unregulated flow of flolan was not confirmed through a review of the logs or reproduced during laboratory testing. Laboratory test results performed on the suspect syringe module confirmed the device to be within specification for rate accuracy and the device demonstrated it was operating as intended. Syringe module ability to detect syringe volume using a lab becton dickinson (bd) 50ml syringe found the device successfully detecting syringe volume accurately within the +/- 2% specification. The logs identified that on (B)(6) 2024 at 6:03 pm, a bd 50ml syringe with a volume of 48.6404ml was selected with a rate of 8ml/hr and a volume to be infused (vtbi) of 48.6ml. At 6:04 pm, the user started the infusion. Primary volume infused (pvi) was recorded as 40.2389ml. At 1:59 pm, the device alarmed for clamp open. The user selected a bd 50ml syringe with a volume of 48.6934ml. The clamp was closed, and the user selected a rate of 8ml/hr and a vtbi of 45ml. On (B)(6) 2024 at 12:00am, the user started the infusion. Pvi was recorded as 87.3217ml. At 12:01 am, the user paused the infusion. At 12:03am, the user channeled off the unit. Pvi was recorded as 87.4085ml. The review of the concomitant point of care unit (pcu) and suspect syringe module error logs showed no errors or malfunctions on the observed incident date for the device. Internal and external inspection of the suspect syringe module, including the syringe module drive train, did not identify any irregularities. The incident bd 50ml syringe and event syringe administration set were not returned for investigation; therefore, inspection and testing could not be performed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported free/unregulated flow of flolan was not identified during the investigation. Review of the device logs and laboratory testing performed demonstrated the device operating as intended, and no device fault was found to be attributing to the reported incident.